Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that the system was powered on and the message "knob adjust only for gas control" was displayed on the central control monitor (ccm) screen. The system was powered off and back on and the message did not appear. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Note: this device has not been serviced by terumo since 2009.